Event description:
It was reported that medical attention was sought on (B)(6) 2019 around 11:00am. End-user stated that he took a blood glucose test and received a result of 293mg/dl, a normal result for that time of day is 125mg/dl. He then stated that he started to feel shaky and confused. End-user stated he went to the hospital on his own. There was no food drink or medication taken prior to going to the hospital. He does not recall what is blood glucose was when he arrived. He did not receive treatment for his blood glucose levels. Doctors in the emergency room ran a cat scan and blood work and everything came back normal. End-user stated he was at the hospital for 5 hours and was not admitted. The end-users sliding scale is as follows: humalog: (sliding scale): 100-199mg/dl 7 1/2 units 200-299mg/dl 15 units 300-399mg/dl 22 1/2 units 400-499mg/dl 30 units. End-user does not recall what his blood glucose was when he was discharged from (B)(6) hospital located at (B)(6). No additional details were provided.